Event description:
It was reported that 240 days after a coronary drug-eluting stenting treatment procedure, an in-stent restenosis and thrombosis occurred. During the initial procedure, the target lesions were located in the left circumflex artery (lcx) and the 1st obtuse marginal artery (om 1). A pre-intervention stenosis was not reported. Angioplasty was performed on the lcx with a 2.25 x 12mm maverick balloon inflated to 12 atm for 10 seconds, then 12 atm for 18 seconds. A 2.75 x 16mm taxus stent was deployed at 16 atm in the lcx in the region of the lesion. A 2.25 x 12mm maverick balloon was then used to perform angioplasty on the om 1. A 2.25 x 8mm taxus stent was deployed in the om 1. The lesion was then angioplastied again with a 2.25 x 12mm maverick balloon and another 2.5 x 8mm taxus stent deployed at 14 atm for 15 seconds. It was not reported that the stents were post-dilated. A post-intervention residual stenoses were not reported. The pt received angiomax and plavix during the procedure. There were "no complications." The pt presented 240 days after the initial procedure with thrombosis in the lcx and in-stent stenosis in the om1. The lcx was dilated with a 2.0 x 12mm maverick balloon. A thrombectomy was then performed on the lcx with a rio aspiration catheter followed by angioplasty with a 2.5 x 15mm maverick balloon. A 2.5 x 28mm non-boston scientific bare metal stent was deployed at 16 atm for 10 seconds in the lcx in the region of the lesion. A post-intervention residual stenosis was not reported. It was reported that angioplasty was performed on the om 1 using a 1.5 x 9mm maverick balloon. Following multiple balloon inflations, a 2.5 x 15mm non-boston scientific bare metal stent was deployed at 16 atm for 10 seconds. The stent was post-dilated with a 2.00 x 9mm maverick balloon. A post-intervention residual stenosis was not reported. The pt received heparin, integrilin and intra-coronary nitroglycerin during; and plavix after the procedure. Post procedure, the pt was noted to be "hemodynamically stable" with "no complaints." There were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 8231881 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.